Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the powers up to the verification screen; investigation could not be adequately completed due to unresponsive keypad buttons. Evaluation revealed internal resistor and capacitor damage.

Event description:
The pump was returned for loss of prime. Investigation revealed that the keypad buttons are unresponsive. This report is made based on results of investigation completed on (B)(6) 2011.